Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro device would not cauterize as no energy was delivered while the device was inside the patient's leg. A replacement device was used to complete the case. The hospital did not report any patient effect.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lot history review was completed for the product, there was no nonconformance associated with the lot number. (B)(4).